Event description:
A customer reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level as it remained within a safe range. The customer had been instructed by technical support to plug the pump into a different working wall outlet and wait for at least 30 minutes. After following these instructions, the pump started charging, and the battery was confirmed to be fully charged.